Manufacturer narrative:
Voluntary medwatch report received:mw5165947

Event description:
Voluntary medwatch received states the patient's right ventricular lead was explanted due to infection and sepsis. No additional adverse patient effects were reported.